Manufacturer narrative:
H3: cannot confirm complaint. Upon receiving the device the tubing was cut and unable to conduct analysis. The device was decontaminated. H6: codes b01, c07 d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a generator. It was reported that during a surgical procedure, the handpiece failed to prime and there was no saline flow in tubing. Initially tubing was placed into the pump segment and the prime button was pressed. The pump segment rollers were audibly turning inside but there was no fluid movement. The prime feature was stopped and the tubing was removed from the pump. Troubleshooting methods were performed with tubing removed and prime button pressed briefly with the pump segment open to visually inspect movement of the rollers (no issue noted), the IV bag was squeezed but no fluid was passing through the tubing, a new 1000ml bag of saline was spiked and the drip chamber was squeezed but did not move fluid down the tubing, a final attempt was made by placing the tubing back into the pump segment but the tubing would not prime or deliver fluid to the tip of the device. Failed to resole the issue after multiple attempts. A new handpiece was delivered to the sterile field and then connected to the aex generator, it worked without issue. No reported impact on patient. Additional information was received. It was reported that the surgery performed at the time of event occurred was an anterolateral approach to a total hip arthroplasty and there was a minor surgical delay of 3 minutes.